Manufacturer narrative:
This report is submitted on march 2, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site, and was treated with oral and topical antibiotics (duration and date not reported). The patient was hospitalised (duration not reported) in (B)(6) 2020 for a skin reaction with abscess formation, and debridement, incision, and drainage were performed.